Event description:
It was reported that during the a photoselective vaporization of the prostate procedure, the team noticed a crack in the fiber. Light was observed to be emitted from the location of the break in the fiber body. The fiber was replaced, and the second fiber was used to complete the procedure. There were no patient complications.